Event description:
It was reported that device was deployed in incorrect location. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2023 utilizing intracardiac echocardiogram (ice) imaging only. Images were only obtained from the right atrium. The 27mm watchman flx closure device was deployed and released. At the 45-day follow up in (B)(6) 2024, it was discovered that the 27mm watchman flx closure device had been deployed in the left pulmonary vein, not in the laa as intended. The patient has been asymptomatic and there is no plan to remove the 27mm watchman flx closure device. The patient underwent a second laa closure procedure in (B)(6) 2024, to have a watchman flx closure device implanted in the intended location.

Event description:
It was reported that device was deployed in incorrect location. A left atrial appendage (laa) closure procedure was performed in december 2023 utilizing intracardiac echocardiogram (ice) imaging only. Images were only obtained from the right atrium. The 27mm watchman flx closure device was deployed and released. At the 45-day follow up in february 2024, it was discovered that the 27mm watchman flx closure device had been deployed in the left pulmonary vein, not in the laa as intended. The patient has been asymptomatic and there is no plan to remove the 27mm watchman flx closure device. The patient underwent a second laa closure procedure in april 2024, to have a watchman flx closure device implanted in the intended location.

Manufacturer narrative:
Procedural media was provided to aid in the investigation and reviewed by members of the boston scientific training team, medical safety, and clinical specialists. The media review concluded that use error was confirmed as intracardiac echocardiogram (ice) imaging was obtained only from the right atrium, not the left atrium. Only limited imaging was available for review, however the alleged "left atrial appendage (laa)" had unusual shape and contour which was too atypically smooth for the laa. Run-off of contrast out of this structure was too fast which suggests that there was flow in opposite direction of contrast injection (i.e. Blood flow from pulmonary vein into the left atrium). It can also be seen that the vasculature was being filled with contrast.